Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated: b5.

Event description:
The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscopic electrosurgical electrode, monopolar, reusable, exhibited part of the tube has broken off, causing an electrical short. There were no reports of patient harm.